Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient's father reported the wire remained at site of insertion. The patients sensor was inserted on (B)(6) 2015. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).